Event description:
It was reported that the patient received an inappropriate therapy due to t-wave oversensing (twos. It was noted the twos algorithm did not withhold therapy. Twos algorithm failed due to recalculated r-r interval were on (and not above) the ventricular tachycardia (vt) detection interval. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Evidence of t wave oversensing has been noted in a ventricular fibrillation (vf) episode on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.